Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced a shocking or jolting sensation on program #2 for the legs when he increased the intensity. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.